Event description:
It was reported that prior to implant, the device could not be interrogated. The device was not used and was replaced. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Evaluation summary: upon preliminary analysis, the no wireless telemetry condition was confirmed. The rf (radio frequency) module power supplies were noted to cycle on and off rather than maintain a constant value. It was further revealed that this was occurring when the rf module failed the vco (voltage controlled oscillator) fine frequency trim step. This narrowed the failure to a vendor-manufactured rf module. The rf module was submitted to the vendor for further analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.